Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient has been scheduled for device and lead system extraction due to infection.

Event description:
Subsequently, boston scientific received information from an implant form that this device and two leads were explanted due to infection. Two leads could not be extracted. The leads were surgically capped and abandoned.